Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd syringe luer-lok¿ tip experienced scale marking issues. The following information was provided by the initial reporter, translated from dutch to english: 3 x skewed scale.

Manufacturer narrative:
It was reported there is black foreign matter on the plunger rod, ink issues and a skewed scale. To aid in the investigation, sixteen samples in four plastic bags and one photo was provided for evaluation by our quality team. A visual inspection was performed. Five samples have no defects or imperfections. Seven samples have a link printed ink ring at 13/16" from the syringe barrel flange, which is an acceptable imperfection. Three samples have a skewed syringe barrel scale marking. The last sample has lubricant from the molding process on the syringe plunger rod thumb press. The photo provided shows this sample received. No other defects or imperfections were observed. For the skewed scale defect, this could occur if there is a jam during the syringe barrel scale printing process. For the foreign matter, it could be possible, after a repair or preventative maintenance, proper cleaning was not completed. A device history record review was completed for provided material number 301035, lot 2152941. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.